Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 285 mg/dl. The customer stated he jumped into a pool yesterday, since then he has noticed cracks on the device and now the act button does not work. The customer stated that there is crack on the reservoir window and top of pump casing. The customer was advised that we are sending cot pump.